Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. Visual inspection with the unaided eye revealed the lens was delivered in a zip lock bag to the manufacturer. The lens was received cut in pieces, most probably to make the explant possible. Both haptics were detached and the optic was received cut into three pieces. Visual inspection using a microscope at 12x magnification revealed the lens to be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. Considering the condition of the returned sample, no further analysis is possible. The information available in the complaint folder does not indicate any relationship with the iol design or manufacturing. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to the patient being unhappy about distant as well as near vision. The patient stated that the halos and glares were worse at night prior to implanting the lens. The lens was replaced with a non-amo lens. The patient was reported to be doing well after the explant. No further information has been provided.

Manufacturer narrative:
(B)(4): intraocular lens explant in a secondary procedure.all pertinent information available to the manufacturer has been submitted. Placeholder.